Manufacturer narrative:
The investigation is ongoing. The results will be provided in the final report.

Event description:
It was reported that during the bed handling, the bed accelerated suddenly. There was no indication of patient involvement. There were 2 nurses trapped between the bed and the wall. No injury was sustained. The technician conducted the device evaluation and did not confirm the alleged problem. The sub board was replaced and calibrated preventively. The complaint (B)(4); (3007420694-2024-00227 manufacturer report no) refers to the 1st nurse and (B)(4); (3007420694-2024-00225) refers to the 2nd nurse trapped between the bed and the wall.

Manufacturer narrative:
Following the gathered information, the field action was performed for part number 833.293 on 18-jun-2024. According to the information, the nurses moved the bed and the indigo wheel lowered on its own, then the bed accelerated and blocked nurses against the wall. In the complaint at hand, however, the alleged bed moving (sudden acceleration) on its own causing entrapment, was not confirmed during the bed's evaluation. The technician conducted several tests of the device and everything was working correctly. The technician replaced the sub-board and calibrated it preventively. After that, the technician did some tests again and the device continued to work properly. Each time, when the techincian realasing the bed during the indigo use, it stops after 1.5-2m ("indigo gives progressive assistance up to a maximum speed of 5km/h (3mph)." - IFU 416260-en rev. 5). From the technician's point of view, the complaint issue was an error of use leading to that event. The replaced sub-board was returned for testing. The arjo engineer tested the bed with returned part continuously for about 30 minutes. Several times the device was activated and deactivated. No deviations in angle readings were found. No visual damages on the pcb. Readings from accelerometer and gyroscope on the pcb were stable. The arjo engineer could not recreated the unintended movement issue. There are a few factors which should be considered when using indigo module. To minimize the risk of any health consequences, operator should always use the product correctly following the indigo instruction for use (416260-en rev. 5), in particular: contact with a device needs to be maintained while operating at all times, deactivate indigo and apply brakes by placing the pedal in the most downward position, if the issue occurs accidentally, each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The emergency stop switch is located at both, the foot and head ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped (provides a gradual, slow stop rather than an immediate hard stop). Availabe information suggest that the operator maintained contact with the bed - "during bed handling with central wheel, the bed does some sudden acceleration". Taking the above into account, the reason for alleged movement - sudden acceleration - has not been established. To sum up, a customer allegation of bed moving (sudden acceleration) leading to entrapment was not confirmed during the bed's evaluation. There was no injury. The bed failed to meet its specification since allegedly it moved on its own and it played a role in the incident as it trapped the caregiver against the wall.

Manufacturer narrative:
The investigation is ongoing. Waiting for the sub-board to be returned to carry out a part evaluation. The results will be provided in the final report.